Event description:
The physician was using a large vessel device in the popliteal. The lesion was located in a native section between a previously placed bare metal stent proximal and drug eluting stents distal. Although there was not plaque excision taking place within the stents the distal nosecone may have been pushing against the stent resulting in the cutter being pushed against the vessel wall with unusual force. After the fourth cutting pass there was a perforation, creating a fistula. A balloon was put in for several minutes to attempt to seal. It is known that the patient spent the night in the hospital. Attempts have been made to follow-up with the physician, to no avail.